Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out of range impedance measurements and over-sensed noise resulting in inappropriate anti-tachycardia pacing (atp). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).